Manufacturer narrative:
The pod was not returned to the MFR for eval. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The customer stated that a kink was seen in the cannula. There was, however, no report of an occlusion alarm. The pod would have initiated an occlusion alarm if the flow of insulin was restricted/prevented by the kink and resulted in back pressure. The omnipod user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently in order to notice and react quickly and appropriately to any issues. The pt remedied the situation by removing and replacing the device per user instructions.

Event description:
The customer's mother reported that her daughter's pod was "deactivated due to high numbers"; within a three hour period, her bg levels had risen from 289 mg/dl to 478 mg/dl despite having administered multiple boluses. The mother indicated there was a "visible kink" in the cannula, though, the pod did not alarm. The pod will be returned for eval.